Event description:
It was reported that while in the neonatal intensive care unit (nicu), the md tried to insert the spring wire guide (swg) into the pt's jugular site. The md found that the swg became twisted and was too difficult to insert. As a result, the swg was not used on this pt.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: one catheter, one spring wire guide advancer tube and one spring wire guide were returned for eval. The advancer on the spring wire guide (swg) tube was observed to be broken and bent at a 45 degree angle. No defects or anomalies were observed on the catheter. Swg was passed through the distal lumen without resistance. The distal end of returned swg was partially unraveled and distal weld was missing. Swg diameter was measured using a micrometer and the core wire length was measured using a steel rule. It appears that approx 13 mm of the core wire was missing. The product's instruction booklet provided with the kit contains suggested procedures for inserting and removing the swg and warnings to minimize the likelihood of swg damage during use. Specifically, the practitioner is warned not to withdraw the swg against the needle bevel or apply undue force to the wire. The report of difficulty inserting the swg was confirmed through eval of the returned sample since the swg was partially unraveled with a separated core wire. The swg advancer was also observed to be broken. Based on the location of the core wire separation and curvature near the separation, it is possible that the swg had been withdrawn against the needle bevel. However, based on the sample and info provided, the potential cause of this issue could not be determined.